Manufacturer narrative:
Full UDI# provided. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "clip applier incorrectly clipped all fired clips (they scissored and positioned onto cystic duct and cystic artery). This could seriously comprise correct closure of duct/vessel. They solved the problem by duct/vessel ligation with surgical wire. They also fired another clip, on a gauze, out of patient, and had the same problem (scissoring). Event was reported to (B)(6) of health and we were advised directly from hospital pharmacy. Event sample will be available for inspection only after (B)(4) and in any case until (B)(6) of health will decide if they have to collect the product for their own evaluation." Intervention - "duct/vessel were ligated by surgical wire." Patient status - "good."